Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. It was reported that the patient had symptoms of left limb ischemia. A month later it was reported that the angiogram revealed that there was stenosis in the distal left common iliac artery distal to the stent graft limb and thrombosis extending up to the main body of the endurant bifurcated stent graft. The physician performed a thrombectomy and another manufacturer¿s covered stents were implanted bilaterally in the iliac limbs and a 32/32/49 endurant ii cuff was implanted in the bifurcated stent graft to push/cover the thrombosis. The endurant ii cuff inadvertently implanted higher on the right side than intended resulting in inaccurate delivery of the aortic cuff, partially occluding the right renal artery. The physician determined the blood flow through the right renal artery was good and no further treatment was necessary. Bilaterally the blood flow was restored through the iliac limbs. The physician stated that the cause of the stent graft occlusion was due to stenosis in the distal common iliac artery. No additional clinical sequelae were reported and the patient is fine.